Event description:
Cardinal health (B)(4). Chc report received via e-mail says "details of complaint (reported issue): syringe pump alarming occluded on inotrope line with dopamine and cacl infusion. When smartsite cap removed built up pressure came out of line, pt not receiving adequate amounts of dopamine and cacl due to occluded smartsite cap." Event occurred in pediatrics ICU. There was no pt harm and no medical intervention was required. No further pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted should the device be received for eval.